Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported that a CT scan approximately 10 years post the index procedure identified migration of the stent graft. The neck had expanded to a maximum of 28mm in diameter and the stent graft was about 40mms from the renal arteries. It was also reported that a type I endoleak was filling the aortic aneurysm. An endurant aortic cuff was placed first inside the stent graft and then an additional cuff was inserted within the first cuff. The stent graft and the cuffs were now level to the renal arteries. Both cuffs were then ballooned using a reliant balloon. The event was resolved. Per the physician, the cause of the event was due to continued neck dilatation. No additional clinical sequelae were reported and the patient is fine